Manufacturer narrative:
The received device had the cannula assembly fully deployed. A bend was found in the soft cannula. The downloaded data showed no signs of a struggle or increase in pulse width that would indicate a bend or a failure of the pod to deliver insulin during the pod's run time. Although damage to the cannula was observed, the exact cause of the reported bleeding and high blood glucose levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The patient also noticed blood.